Event description:
It was reported, the stimulation was in the wrong location. The patient wanted stimulation on the left side, however, after the initial implant, the patient was only getting stimulation on the right side. It was then indicated, the patient wanted bilateral stimulation. The lead was explanted and replaced with two others leads. A bifurcated extension was used to receive the desired bilateral coverage. There were no patient symptoms related to this event. The patient's status was listed as no injury and no adverse event. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3888-45 lot# v745828, implanted: 2012 (B)(6), product type lead product ID, 3888-45 lot# v671013, implanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).